Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that a home patient was unable to remove the spike from the intravia container. After the infusion was complete the patient attempted to remove the spike from the bag with enough force that the bag port started to tear. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.